Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis revealed that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. Concomitant medical products: 4524-53 lead, implanted: (B)(6) 1995.

Event description:
The atrial lead and right ventricular (rv) lead were prophylactically explanted and replaced as the physician wanted to upgrade the patient's system to a MRI (magnetic resonance imaging) compatible system. Additionally, that included extracting the previously capped right ventricular (rv) lead as the physician wanted all existing leads and any previous non-MRI components removed so that the patient would have a completely new system. The three leads were returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.